Event description:
The patient reported experiencing elevated blood glucose of up to 33 mmol/l (594 mg/dl) for three weeks. She changed the infusion set and bolused through the infusion device but was unable to lower her blood glucose. She believes the infusion device delivers too little insulin. Her normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.